Event description:
Customer reported receiving a "replace sensor" message after 3 days of wearing the adc freestyle libre 2 sensor and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness and was able to regain consciousness and self-treat with glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(4) was returned for investigation. Sensor plug is properly seated, and no physical damage observed on sensor patch. Data was extracted from the returned sensor using an approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). Inspected sensor plug assembly and no failure mode observed. The sensor was reprogrammed to sensor state 1 (storage state) and performed simvivo test (simulation of the electrical signal produced by the sensor tail). All results were within specification. Therefore, this issue in not confirmed. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.